Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on nov 22, 2017 with the following findings: investigation revealed a battery compartment crack.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. The pump has been returned to animas. Investigation performed on (B)(6) 2017 revealed a battery compartment crack. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.